Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels (20-40 mg/dl). Reportedly, the customer was working with an endocrinologist to adjust the pump basal rate. Customer addressed low bg levels with carbohydrates.